Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified. Patient age and dob requested but not provided.

Event description:
It was reported that the nursing unit 2b had a tubing set that cracked and leaked IV fluids during patient use. The customer stated that there was no harm caused to the patient from the event.